Event description:
It was reported, that technical services (ts) was reached out to for a review of the patient's electrocardiogram (egm). Upon review, lead abrasion was suspected. Cross-talk oversensing on the rv channel was observed. Which resulted, in pacing inhibition and asystole greater than 2 seconds. The patient appears to be dependent. Ts recommended bringing the patient for further evaluation. Subsequently, underwent a procedure. This non-boston scientific right ventricular lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).